Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient¿s ins was rebooted on (B)(6) 2019 and is functioning well. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider, and a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that a half hour ago the patient was just sitting on their roommate¿s bed when the device started shooting electrical currents down the center of their buttocks, vagina, and down their right leg. They were having shocking sensation in their back and pelvis, but they reported that they can¿t turn off their ins; they had tried to interrogate the ins multiple times but are seeing ¿call hcp ¿ por¿ on the screen. The manufacturer representative was contacted to assist the patient, and it was stated that they would be able to meet with the patient the next day to they to clear the por. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Upon review, device codes (B)(4) have been removed from the event. If information is provided in the future, a supplemental report will be issued.